Manufacturer narrative:
Additional information: b5, g3, h6

Event description:
Additional information received on 10/17/2023: the case was completed using another ar-8740-50h standard compression ft. The case was not delayed, and additional anesthesia was unnecessary. The patient suffered no negative effects.

Event description:
On 10/5/2023, it was reported by an arthrex subsidiary employee via email that an ar-8740-50h standard compression ft broke during insertion. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. Visual inspection identified that the overall length of the mini compression ft¿, titanium, 3.5 mm x 50 mm, had broken into two parts. The threads of the screw were stripped/damaged. Dimensional testing of the major ø .161 ± .005 per drawing c16498-18 was between tolerances. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging and/or excessive force being used during insertion of the screw.